Manufacturer narrative:
No product samples, pictures, or videos were received for the investigation. The complaint of catheter tip being bent over could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. There was not raised any other customer complaint against reported lot number.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while trying to assure epidural space, there was a loss of resistance to saline, as it couldn¿t pass through the catheter. After removing the catheter, they confirmed the tuohy position using the lor saline syringe, injecting more saline to open up the space and tried again with a new catheter. They eventually managed to pass it, continuously injecting saline via the catheter, but with quite a bit of difficulty. When they removed the tuohy needle, the tip was bent over, which would explain the resistance and catching issues. The operator of the device was a health professional staff. The outcome of the event is that the epidural worked well and provided effective pain relief for the woman during labor. There was patient involvement, but no patient harm.